Event description:
The customer alleged obtaining one hundred (100) erroneous patient results involving the unicel dxc 600 synchron system and stated that various cc (cartridge chemistry) assays were affected. The customer provided results printouts for only twenty four (24) patients and although data was requested numerous times, the customer did not provide any more data to support their claim of one hundred (100) patient samples affected. The customer identified a leak under reagent probe a while the system was running out of standby and stated that the leak was contained within the instrument. There was no injury or exposure reported in connection with this event. The customer checked the system for leaking components but did not observe any loose fittings or broken components. Qc (quality control) results showed erratic data points for various assays on the day of the event, with some assays recovering at greater than four (4) standard deviations from the mean.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the reagent probe waste valve to resolve the leak. Repair was verified per established procedures and results met published specifications. Failure mode is attributed to the reagent probe waste valve.